Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the mechanical operation of the catheter peeling/slit ting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged, and bent. Analyst commented, slitter was not returned, therefore, condition and brand is unknown. Spiral slitting begins in handle and continues along shaft. Spiral slitting (technique issue) continues along shaft, snag is seen at 10 centimeters (from handle)with a kink in shaft and stress cracking visible. Shaft finally separates at 13 centimeters (from handle) stress cracks visible at separation site. Damaged at procedure. (B)(4)

Event description:
It was reported that during the implant procedure, operator used adjustable slitter, catheter fractured on slitting, and appeared to fracture abnormally. The catheter was removed and replaced. No patient complications have been reported as a result of this event.